Manufacturer narrative:
Investigation: visual inspection. Some deposits on the product, but no damages were detected. The progav valve housing was measured and showed that there is no deformation. The plane parallelism could be measured at - 0.005 mm, within the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested was limited adjustable. The valve could be adjusted between 10 and 15 cmh2o. Brake force and brake function test the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the limited adjustability of the valve. Computer controlled test: to investigate the claim of blockade, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The results show that the valve is not operating within the acceptable tolerance in horizontal position. Internal inspection : after dismantling of the valve, deposits were found in progav. Result : it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we can determine a slower outflow and a limited adjustability of the valve. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv410t) was implanted during a procedure performed on (B)(6) 2012. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 24 years. Height: 173 centimeters (cm). Weight: 75 kilograms (kg). Gender: unknown.